Manufacturer narrative:
Updated data: b3. B5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at some point between the evolut fx+ transcatheter aortic valve implant procedure and eight days post-implant, a permanent pacemaker was implanted. Ultimately, the patient was discharged home one month after the valve implant procedure, with no late complications reported. Additional information was received which confirmed that the permanent pacemaker was implanted eight days following the valve implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at some point between the evolut fx+ transcatheter aortic valve implant procedure and eight days post-implant, a permanent pacemaker was implanted. Ultimately, the patient was discharged home one month after the valve implant procedure, with no late complications reported.